Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, severe prolapsed leaflet and bileaflet flail. A mitraclip was implanted, reducing the mr to trace. On (B)(6) 2024, a follow up transesophageal echocardiogram (tee) was performed and revealed that the previously implanted clip had partially moved off the posterior mitral leaflet (pml), causing the mr to increase to a grade of 3.